Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they hospitalized due to high blood glucose level and infection on (B)(6) 2019. Customer¿s blood glucose level was 350 mg/dl, at the time of hospitalization. Customer was treated with insulin drip and infection was treated. Customer was re-using the infusion set. Customer declined to perform care link upload. Customer was not on auto mode feature during incidence. The insulin pump will not be returned for analysis.